Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they experienced low blood glucose of 36 mg/dl. The customer reported another blood glucose level 211 mg/dl, 22 mg/dl, 63 mg/dl. The customer treated with the food. Troubleshooting was done for low blood glucose and over delivery. Customer¿s husband wanted to end call to make customer food and declined further troubleshooting and declined any call back. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.